Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a headache while at a casino, which progressed to a fainting episode (the patient was unable to provide how long she was unconscious). The casino staff contacted 911, and upon emergency medical services (ems) arrival, her blood glucose (bg) was measured via fingerstick at 441 mg/dl. The patient said that the sensor was giving incorrect readings and then her continuous glucose monitor (cgm) was showing a ¿sensor failed, replace sensor now¿ message (please see related complaint). She was administered IV fluids and transported to the hospital. The patient was unsure of some of the details regarding the care provided in the emergency room (ER). While at the hospital, she received IV insulin and remained admitted for over 24 hours. Upon discharge on (B)(6) 2026, in the morning, her bg was 110 mg/dl, and she reported feeling tired. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a headache while at a casino, which progressed to a fainting episode (the patient was unable to provide how long she was unconscious). The casino staff contacted 911, and upon emergency medical services (ems) arrival, her blood glucose (bg) was measured via fingerstick at 441 mg/dl. The patient said that the sensor was giving incorrect readings and then her continuous glucose monitor (cgm) was showing a ¿sensor failed, replace sensor now¿ message (please see related complaint). She was administered IV fluids and transported to the hospital. The patient was unsure of some of the details regarding the care provided in the emergency room (ER). While at the hospital, she received IV insulin and remained admitted for over 24 hours. Upon discharge on (B)(6) 2026 in the morning, her bg was 110 mg/dl, and she reported feeling tired. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.